Manufacturer narrative:
Lopera je, speeg kv, young c, et al. Segmental liver ischemia / infarction after elective transjugular intrahepatic portosystemic shunt creation: clinical outcomes in 10 patients. Journal of vascular & interventional radiology 2015;26(6):835-841. No additional information was provided by the author.

Event description:
This information was received through literature article " segmental liver ischemia / infarction after elective transjugular intrahepatic portosystemic shunt creation: clinical outcomes in 10 patients" published in journal of vascular & interventional radiology, june 2015. This article is a retrospective review of 10 patients who underwent elective tips creation between march 2006 and september 2014. Nine of the 10 patients received a gore viatorr tips endoprosthesis, and one patient received a wallstent device. The article does not clarify which patients received viatorr devices. The article reports that following the elective tips procedure, this patient presented with liver ischemia/infarct, followed by acute liver failure. The patient died one month after the primary procedure.